Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvialgia after the essure insertion (long evolution) / pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker. Family history included gastrointestinal carcinoma (mother) and larynx cancer (father). In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria hospitalization prolonged, disability, medically significant and intervention required). On an unknown date, the patient experienced pelvic congestion ("pelvic congestion"), ovarian cyst ("normal ovaries with follicular cysts"), depressed mood ("depressive feelings"), anxiety ("anxiety"), varicose veins pelvic ("pelvic varicose veins") and abdominal pain lower ("iliac fosse left pain"). The patient was hospitalized from (B)(6) 2015. The patient was treated with escitalopram, lorazepam and surgery (bilateral salpingectomy by hysteroscopy in a first time and laparoscopy in a second time). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the pelvic congestion, ovarian cyst, depressed mood, anxiety and varicose veins pelvic outcome was unknown. The reporter considered abdominal pain lower, anxiety, depressed mood, ovarian cyst, pelvic congestion, pelvic pain and varicose veins pelvic to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2015: fallopian tube right a salpingectomy piece size of 3.5 cm and for the fallopian tube left a salpingectomy piece size of 4 cm both without macroscopic alterations. Gynaecological examination - on (B)(6) 2016: right ovary was normal, important pelvic varicose veins, and the left ovary was not observed. Hysteroscopy - on (B)(6) 2015: pelvic congestion and normal ovaries with follicular cysts of 20-30 cc of bilateral form. Magnetic resonance imaging - on (B)(6) 2016: left ovary was not visualized, it was reported that it does not exist or it is camouflaged between the small bowel; on (B)(6) 2017: left ovary not seen. Ultrasound scan - on an unknown date: uterus and right ovary normal; left ovary was not visualized; on (B)(6) 2015: both devices essure well placed. X-ray - on (B)(6) 2015: both devices essure well placed. Quality-safety evaluation of ptc: unconfirmed to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: no new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvialgia after the essure insertion (long evolution) / pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker. Family history included gastrointestinal carcinoma (mother) and larynx cancer (father). In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria hospitalization prolonged, disability, medically significant and intervention required). On an unknown date, the patient experienced pelvic congestion ("pelvic congestion"), ovarian cyst ("normal ovaries with follicular cysts"), depressed mood ("depressive feelings"), anxiety ("anxiety"), varicose veins pelvic ("pelvic varicose veins") and abdominal pain lower ("iliac fosse left pain"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The patient was treated with escitalopram, lorazepam and surgery (bilateral salpingectomy by hysteroscopy in a first time and laparoscopy in a second time). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the pelvic congestion, ovarian cyst, depressed mood, anxiety and varicose veins pelvic outcome was unknown. The reporter considered abdominal pain lower, anxiety, depressed mood, ovarian cyst, pelvic congestion, pelvic pain and varicose veins pelvic to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2015: fallopian tube right a salpingectomy piece size of 3.5 cm and for the fallopian tube left a salpingectomy piece size of 4 cm both without macroscopic alterations. Gynaecological examination - on (B)(6) 2016: right ovary was normal, important pelvic varicose veins, and the left ovary was not observed. Hysteroscopy - on (B)(6) 2015: pelvic congestion and normal ovaries with follicular cysts of 20-30 cc of bilateral form. Magnetic resonance imaging - on (B)(6) 2016: left ovary was not visualized, it was reported that it does not exist or it is camouflaged between the small bowel; on (B)(6) 2017: left ovary not seen. Ultrasound scan - on an unknown date: uterus and right ovary normal; left ovary was not visualized; on (B)(6) 2015: both devices essure well placed. X-ray - on (B)(6) 2015: both devices essure well placed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvialgia after the essure insertion (long evolution)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included smoker. Family history included gastrointestinal carcinoma (mother) and larynx cancer (father). In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria hospitalization prolonged, disability, medically significant and intervention required). On an unknown date, the patient experienced pelvic congestion ("pelvic congestion"), ovarian cyst ("normal ovaries with follicular cysts"), depressed mood ("depressive feelings"), anxiety ("anxiety"), varicose veins pelvic ("pelvic varicose veins") and abdominal pain lower ("iliac fosse left pain"). The patient was hospitalized from (B)(6) 2015. The patient was treated with escitalopram, lorazepam and surgery (bilateral salpingectomy by hysteroscopy in a first time and laparoscopy in a second time). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the pelvic congestion, ovarian cyst, depressed mood, anxiety and varicose veins pelvic outcome was unknown. The reporter considered abdominal pain lower, anxiety, depressed mood, ovarian cyst, pelvic congestion, pelvic pain and varicose veins pelvic to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: both devices essure well placed. X-ray - on (B)(6) 2015: both devices essure well placed. (B)(6) 2015: hysteroscopy: pelvic congestion and normal ovaries with follicular cysts of 20-30 cc of bilateral form. (B)(6) 2015: biopsy of the fallopian tubes and surgical piece extracted revealed for the fallopian tube right a salpingectomy piece size of 3.5 cm and for the fallopian tube left a salpingectomy piece size of 4 cm both without macroscopic alterations. (B)(6) 2016 gynecological consultation: right ovary was normal, important pelvic varicose veins, and the left ovary was not observed (B)(6) 2016 magnetic resonance imaging of pelvis: left ovary was not visualized, it was reported that it does not exist or it is camouflaged between the small bowel. (B)(6) 2017: magnetic resonance imaging of pelvis: the left ovary was not observed. Unk date: echography: uterus and right ovary normal; however the left ovary was not visualized. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 09-nov-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 6536 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new events added (pelvialgia after the essure insertion (long evolution), pelvic congestion, follicular cysts, depressive feelings, anxiety, pelvic varicose veins and iliac fosse left pain). Historical condition, lab data, removal date for essure, treatment drug added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.